Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. The patient had to be admitted that night with pelvic pain and a high white cell count. The patient responded to antibiotics. The surgeon reported that the patient's hysteroscopy pathology report from two weeks before the ablation was benign. The pathology report from the day of the thermal ablation showed that the patient had endometritis. The surgeon is convinced that the instruments from the first hysteroscopy were contaminated and that the thermal ablation instruments were not contaminated.

Manufacturer narrative:
Endometritis. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.